Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3006697299-2018-00010.

Event description:
A quality assurance representative reported to integra that 2 pieces of c5601 cusa excel 23khz disposable wrench was rejected during inspection on (B)(6) 2017 because a foreign material was noted. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation completed on 27feb2018. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. Events and non-conformances were reviewed and these did not reveal anything that could cause the reported event. No events and/or rework were recorded for the mentioned lot; therefore, it is concluded that the lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. At this moment the reported condition could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Two (2) units were received for evaluation in the original packaging trays and were found completely sealed. The seal area of the trays was visually evaluated, but no anomaly (channels, voids, gaps, etc.) Was observed. 1st unit evaluation: the visual evaluation through the packaging tray of the 1st unit identified one (1) black particle trapped between the tray and tyvek lid. The tray was opened and was determined that the particle was loose; not embedded. The cap of the returned unit was removed to evaluate the presence of the internal components and their conditions. All components (plastic hub, metal hex, o-ring, metal springs) were present and in good conditions. Some black particles were observed inside the wrench likely the one observed on the tray when they were compared under microscope. No other anomaly was found upon the unit evaluation. 2nd unit evaluation: the visual evaluation of the 2nd unit did not identify presence of contamination inside tray neither on the wrench. The tray was carefully opened but the contamination reported by the customer could not be confirmed; no presence of contamination. The reported condition was confirmed in one (1) of two (2) returned units. The particle found in the 1st unit and ones observed inside the wrench are very similar. However, the black particle observed in the packaging tray does not affect the functionality or the intended use of the device and neither has adverse impact to the patient or user. Previous investigations have determined that those black particles were coming from inside of the device which is a consequence of the torque test performed at the wrench¿s supplier (B)(4). During the transportation of the product to the customers, those particles can come out due to the vibration and fall in the packaging tray. As part of product enhancements, three (3) holes of the welded cap were closed and the gaps between the metal hex and wrench¿s housing were reduced by incorporating an o-ring between the plastic hub and welded cap of the product. The enhancements have reduced the incidence of black particles within the packaging trays of cusa wrench products. No assignable causes associated to the packaging process of the cusa wrench at integra in añasco were identified as part of this investigation.